Event description:
Procedure type: coronary artery bypass graft. According to the reporter: the clip did not load into the jaw of the device, when it was clipped over the vessel, the jaw cut through the vessel. Two clips came out at the same time. The clips did not close fully around the vessel. The pt is ok. There was bleeding and additional sutures were required to ligate bleeding vessels.

Manufacturer narrative:
(B)(4).